Event description:
This spontaneous case was reported by a physician and describes the occurrence of uterine perforation ("before the insertion scoping the patient and at that time the perforation occurred") in a (B)(6) female patient who had essure (batch no. He012zs) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced uterine perforation (seriousness criterion medically significant) and complication of device insertion ("before the insertion scoping the patient and at that time the perforation occurred, so converted patient to a lap tubal"). On (B)(6) 2017, the uterine perforation and complication of device insertion had resolved. The reporter provided no causality assessment for complication of device insertion and uterine perforation with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-sep-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.